Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced mechanical issues with the device. During inspection on the hospital, it was identified that the ipp pump dimpled after being pressed. Two weeks later, the patient underwent a surgical procedure in which the existing pump and cylinders were removed and replaced. The cause for the pump collapse was not detailed by the facility. There were no patient complications.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced mechanical issues with the device. During inspection on the hospital, it was identified that the ipp pump dimpled after being pressed. Two weeks later, the patient underwent a surgical procedure in which the existing pump and cylinders were removed and replaced. The cause for the pump collapse was not detailed by the facility. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The pump was visually and microscopically examined, revealing no damage or abnormalities upon inspection. During the leakage and functional testing, the pump performed within specification and no leaks were noted. Visual and microscopical inspection of the cylinders identified both cylinders had wear at fold in the proximal and distal ends of the component; however, upon leakage testing, the cylinders passed the test performed. Based on the information available and analysis results, the clinical observations of mechanical issues and pump collapse could not be confirmed.